Event description:
It was intended to use an endeavor resolute rx 2.75 x 24 mm drug eluting stent to treat a tortuous lesion with stenosis in the lad. The device was prepped prior to use with no issues noted. The lesion was pre-dilated, but the device could not pass the lesion. The physician made no other attempt to compete the surgery. No patient complications are reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the distal tip was deformed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 4th, 5th, 10th and 11th proximal segments were misaligned, the 4th, 5th and 6th distal segments were also misaligned. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation). Related to operational context (deformation occurred during delivery of the device). Deformation issue (stent). Conclusions - operational context contributed to event (deformation occurred during delivery of the device). Inherent risk of procedure (stent deformation). (B)(4).